Event description:
Patient was given intrasite as part of treatment to help keep wound moist and to slightly debride. Patient possibly used the product incorrectly by using longer than suggested, thus, causing a severe infection and the need for hospitalization.